Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient ipg failed to establish communication with external device. Patient mentioned having unrelated surgery and unknown if ipg was set into surgery mode. Patient is not receiving therapy and may require surgical intervention to address the issue.